Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. All information was investigated and based on the information provided, a cause for the reported unspecified tissue injury/damage resulting in unchanged mitral valve insufficiency/regurgitation cannot be determined. Tissue damage/injury and mitral regurgitation are known possible complications associated with mitraclip procedures. Serious injury/illness/impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4+. Two clips were implanted successfully. A nt (lot:40510a1102) was then chosen for implantation. During grasping, the posterior leaflet tore. There was no difficulty grasping or capturing. The clip was removed and the procedure ended with unchanged mr grade 4+. The patient was reported to be discharged. No intervention was reported.